Event description:
It was reported that a pt underwent an in-flow thrombectomy procedure of an iliofemoral graft in 2001. In recovery the pt was found to have an absent pulse in the right foot and the pt was reopened to use an applied syntel embolectomy catheter. It was reported that the device malfunctioned and the inner lining of the femoral artery was torn. A fem-pop was initiated and the pt had excellent pulsatile flow in the posterior tibial and the anterior tibial distal to the anastomosis, as well as the ankle. No further pt injury or complication was reported.